Manufacturer narrative:
Device emitting noise and smell of burn during surgical procedure. It has been necessary to use another technique to complete the treatment. We are unaware about operator/patent injury. This is probably due to an electrical component failure/short circuit. We are waiting for additional information from the distributor.

Event description:
The laser system had a failure that did not allow to use it. No adverse effects to patient have been reported.